Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient presented to the hospital for a syncopal event and a heartrate of thirty beats-per-minute. A magnet was placed over the device, but the magnet response was not as expected. The device was reprogrammed at faribault hospital, which did not solve the issue. The patient was transferred to abbott northwestern in minneapolis via ambulance. Boston scientific technical services (ts) was contacted, and ts explained the only way to get a heartrate of thirty beats-per-minute is either loss of capture or oversensing. There was also the possibility of a spring contact issue. Ts also noted myopotential noise on older electrograms and an old lead safety switch (lss). Subsequently, the patient underwent a replacement procedure, and the device and right ventricular (rv) lead were replaced. The device was returned to boston scientific for analysis, and the rv lead from medtronic was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the hospital for a syncopal event and a heartrate of thirty beats-per-minute. A magnet was placed over the device, but the magnet response was not as expected. The device was reprogrammed at (B)(6) hospital, which did not solve the issue. The patient was transferred to (B)(6) in (B)(6) via ambulance. (B)(6) technical services (ts) was contacted, and ts explained the only way to get a heartrate of thirty beats-per-minute is either loss of capture or oversensing. There was also the possibility of a spring contact issue. Ts also noted myopotential noise on older electrograms and an old lead safety switch (lss). Subsequently, the patient underwent a replacement procedure, and the device and right ventricular (rv) lead were replaced. The device was returned to (B)(4) for analysis, and the rv lead from medtronic was surgically abandoned. No additional adverse patient effects were reported.